Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in the end of service (eos) voltage level. Analysis of the device was performed after a new battery was installed and the product code was reloaded, in which no anomalies were revealed. The original battery was depleted to end of life (eol) level. A longevity assessment was performed and the device¿s implanted duration exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that possible premature battery depletion was suspected by the physician. The device was explanted and replaced. The patient was stable and will continue to be monitored.